Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, the 29 mm commander delivery system balloon ruptured during valve deployment. The valve appeared to be fully expanded when the balloon ruptured. The delivery system was unable to be withdrawn back into the 16fr esheath+. As a result, a cutdown was performed on the left groin in order to retrieve the balloon out of the arteriotomy site. Post tavr procedure, the angiography revealed no extravasation. The patient was in stable condition. Subsequently, additional information was provided revealing there was no post-dilation performed as the echocardiogram revealed no paravalvular leak (pvl). In regard to the inability to withdraw the balloon back into the 16fr esheath+, it was believed that when the balloon was pulled back to retract into the esheath+ and resistance was encountered, more force was applied which resulted in the balloon "reverse umbrellaing" on itself and the larger profile would not fit back into the esheath+. When the cutdown was performed on the femoral artery, all components were removed under direct visualization. Imagery was provided for evaluation. The distal portion of the balloon umbrellaed over the nose tip and was noted to be separated from the rest of the delivery system.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on the device evaluation and investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Imagery was provided for evaluation. The distal balloon and nose tip were observed to be separated from the delivery system. The balloon burst circumferentially with the distal portion folded over the nose tip. The distal balloon wing was observed to be flared. There was a guidewire that had remained inserted to the nose tip. Additionally, there was presence of calcification in the landing zone. The device was returned for evaluation. Visual evaluation of the returned device revealed the balloon was folded over the nose tip. The balloon burst both radially and longitudinally. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the delivery system balloon burst was confirmed based on evaluation of the returned device and provided imagery. The available information suggests that patient factors (calcification) likely contributed to the event as the imagery revealed the presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In regard to the inability to withdraw the delivery system through the esheath+ which required a surgical intervention and separation of the distal balloon and nose tip from the delivery system, these events were also confirmed based on evaluation of the returned device and provided imagery. The available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the sheath tip, which would have then led to the experienced retrieval difficulty. In such a condition, additional pull force applied to overcome the withdrawal difficulty can lead to balloon separation as seen in this case. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.